Manufacturer narrative:
Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. The implant was electively removed with no report of patient harm having occurred. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this event.

Event description:
On 30-jan-2025, apifix was informed that patient#: (B)(6) (pas#: 086-a033) had an elective removal on (B)(6). According to the report received, the reasons for device removal are "4 years post op, skeletally mature, maintenance of curve, and no device failure."